Event description:
The device was used during a interstitial laser coagulation of the prostate. During the procedure it was discovered that the depth marker sleeve slipped off of the diffuser tip fiber into the patient's prostate. The fiber was removed with the retraction of the second fiber and the surgeon was able to complete the case. There was no further consequence to the pt.